Manufacturer narrative:
Title: laparoscopic management of chylous ascites posthiatal hernia repair with toupet fundoplication source: journal of minimal access surgery, october-december 2020, 421-3, volume 16, issue 4. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, a case study reported a patient who underwent an elective laparoscopic hiatal hernia repair with toupet fundoplication. The suture was used to secure the fundoplication. The patient experienced a post-operative complication of chyle leak that was discovered 5 months later and re-operation was required.